Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button was hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer reported that a chip was missing on the screen of the insulin pump. The insulin pump was loud during rewind and was without no insulin delivery alarms without explanation. The transmitter kept losing connection and had frequent calibration and blood glucose requests. The device will not be returned for analysis.